Manufacturer narrative:
H6-3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multi organ failure. Sepsis from a severe wound infection in the patient's heel was reported. Additionally, the patient did develop hemolysis which was suspected to be a pump thrombus secondary to the severe infection. This did contribute to the multiorgan failure but was not the sole cause of it. It was stated that the outcome was not device or therapy related, the device operated as expected. The pump was not explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, hemolysis, infection, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate ii lvas. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.